Event description:
Two nursing assistants were transferring resident from chair to bed using the portable hydraulic pt lift. The resident was lifted out of the chair & was being moved to bed. Resident sat up in lift seat & fell to floor. Resident was immediately assessed by licensed nurse. Was alert & able to move all extremities without pain.